Manufacturer narrative:
H10: the lot number for both the reported malfunctions was not provided, therefore lot history reviews will not be performed. The device was returned for both of the malfunctions and photos were provided. Of the two malfunctions, one investigation was confirmed for fracture. One investigation identified a break. Based on the information available, the definitive root cause could not be determined. The devices are labeled for single use. H10: g4, h6(device code-1260 fracture) h11: b5, h6( results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 060833 implantable port allegedly experienced a break. This information was received from various sources. Both events involved a patient with no reported patient injury. One patient is a 50 year old female. The remaining age, weight, and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0602833 implantable port allegedly experienced a break. This information was received from various sources. Both events involved a patient with no reported patient injury. One patient is a 50 year old female. The remaining age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for both the reported malfunctions was not provided, therefore lot history reviews will not be performed. The device was returned for both of the malfunctions and photos were provided. One malfunction was confirmed break, fracture, dent in material and material separation, therefore, the trending device code (1260 - fracture, 2526 - dent in material and 1562 - material separation) has been added. Another malfunction was confirmed for break and flexural fatigue damage, therefore, trending device code (1260 - fracture due to flexural fatigue damage) has been added. Based on the information available, the definitive root cause could not be determined. The devices are labeled for single use. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for both the reported malfunctions was not provided, therefore lot history reviews will not be performed. The device was returned for one of the malfunctions as well as a photo was provided. The investigation identified a break. For the other malfunction, a photo was provided and the return of the device is still pending. The company is investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 060833 implantable pot allegedly experienced a break. This information was received from various sources. Both events involved a patient with no reported patient injury. One patient is a (B)(6) year old female. The remaining age, weight, and gender were not provided.